Event description:
.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this product. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00066. The event occurred in (B)(6).